Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, there was no rate response. The device was made more aggressive with programming. The patient performed exercise and the clinician tapped on the device for one minute with no response over 60 ppm. A software download was successful but there was still no change in rate response. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received